Event description:
It was reported the pt was unable to activate stimulation afer coming it off. In turn, the charger and programmer can no longer communicate with the ipg. An sjm rep met with the pt to troubleshoot the issue to no avail. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.